Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks for ventricular tachycardia and afib with rapid ventricular rate. Programming changes were made, and the patient was prescribed medication and will undergo av node ablation. The patient was in stable condition.